Event description:
Prior to implant, interrogation of the device was not possible. The event was resolved by replacing the device. No patient was involved.

Manufacturer narrative:
Customer complaint of failure to interrogate was confirmed. Device was received with incorrect model number programmed likely due to firmware corruption which was the cause of unable to establish connection with programmer. The cause of firmware corruption occurred after it completed the last step of manufacturing testing. Firmware was reloaded and the analysis performed, including electrical and telemetry testing indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The cause of the corruption was due to wrong offset resulting in the programmer model number to be incorrect.